Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient relocated from (B)(6) and saw hcp who performed some type of revision as patient was told by hcp that something had moved which x-rays confirmed. Patient didn't recall which part of implant was out of place. Patient had pain related to this issue which started around (B)(6) 2021. Patient said that during a programming session prior to knee surgery, an hcp adjusted their settings and patient said that it really shocked the patient. Patient said that in (B)(6) 2021 they had a right knee replacement and the day after surgery patient fell. Patient said that they fell due to a reaction to the pain medication they were on, tylenol and hydrocodone, which patient said is allergic to. Patient said that they were walking out of the bathroom and they fell. Patient said that since knee surgery they've experienced a return of symptoms, is peeing all over themselves and also can't empty their bladder, which was the reason they received their implant. Patient mentioned the pain to their doctor and hcp, however they were being told that their hcp and staff believe the pain is related to patient's chronic back pain. Patient said that this pain feels different and it is right at the ins site. Patient said that the pain is so bad that they can't straighten hip, can hardly walk and that the pain shoots down their right leg and they can't get comfortable. Patient said that sometimes they can't even touch the area due to the pain. Patient said they're in constant pain all day long and can't find a physician to remove the device, they keep being redirected to implanting physician however patient has moved and it's a completely different state from their implanting physician. Patient said that the friday before (B)(6) ((B)(6) 2022) they couldn't walk so they called an ambulance and was hospitalized for 3 days. Patient said that they can't get any more pain medication. Patent said that the pain has been so bad and constant it affects their whole life. Patient said that sometimes when they are doing the dishes they experience shocks, however they said that the implant is off. Patient was redirected to see a different urologist and said had an appointment on (B)(6), however they mentioned receiving a phone call from the clinic that hcp is going to be on vacation until (B)(6). Patient said they can't wait that long and decided to reach out to medtronic. Patient said that stimulation was turned off and did connect during the call and confirmed that therapy is off. Patient said they've consulted with pcp, however is being redirected to find another urologist. Patient also said they were trying to get an appointment scheduled with a pain clinic. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the interstim battery was lying in a vertical position and the patient had surgery to place the battery in a flat position.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.